Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced recurrent infections at the abutment site. There are plans to convert the patient to a subcutaneous baha implant system; however it has not yet occurred as of the date of this report.